Event description:
It was reported that during a stenting treatment procedure deployment issues occurred. The lesion was located in the right iliac artery. The lesion details are unknown. The physician placed a non-bsc guide wire across the lesion. It was noted that a kissing technique was used. The lesion was "unstable", therefore, the physician opted not to pre-dilate. The 8mm x 80mm x 100cm wallstent endoprosthesis with unistep plus was advanced across the lesion. The physician attempted to deploy the stent, however, the stent was "blocked" in the catheter and could not be "backed into the catheter". The wallstent was withdrawn from the lesion, however, as the physician attempted to withdraw the wallstent through the unspecified introducer sheath, the stent "blocked" the introducer sheath. The wallstent and introducer sheath were removed. The procedure was completed with a new introducer sheath and another wallstent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the returned devices consisted of a 6 fr introducer sheath and stent. A visual examination revealed that the stent had deployed inside the introducer sheath and 16mm of the stent was exposed from the distal end of the introducer sheath. The exposed stent wires were damaged and uncrossed. Since the stent could not easily be manually removed from the introducer sheath, the sheath was dissected longitudinally and withdrawn. An examination of the unexposed area of the stent did not reveal any further damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure deployment issues occurred. The lesion was located in the right iliac artery. The lesion details are unknown. The physician placed a non-bsc guide wire across the lesion. It was noted that a kissing technique was used. The lesion was 'unstable', therefore, the physician opted not to pre-dilate. The 8mm x 80mm x 100cm wallstent endoprosthesis with unistep plus was advanced across the lesion. The physician attempted to deploy the stent, however, the stent was 'blocked' in the catheter and could not be 'backed into the catheter'. The wallstent was withdrawn from the lesion, however, as the physician attempted to withdraw the wallstent through the unspecified introducer sheath, the stent 'blocked' the introducer sheath. The wallstent and introducer sheath were removed. The procedure was completed with a new introducer sheath and another wallstent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).